Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and infections. It was also reported that the plaintiff experienced refractory urinary retention, persistent urinary incontinence and ureterolysis. The plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death reported were respiratory failure and chronic obstructive pulmonary disease. Related to manufacturer report #: 3011770902-2016-00271.